Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. As received only the middle portion of the lead was received for analysis. Final analysis found that the insulation was abraded at 4.5 cm to 15.4 cm from the cut end of the lead, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.